Event description:
The patient requested an appointment due to inability to use stimulation and is at the 18 month mark, and previously has experienced consistent and successful pain relief. Multiple electrodes were previously noted to be out of range with some being used in the programmed configuration. Reprograming was attempted to use other contacts. There seemed to be variation in the signal when using the top half of the two leads, many sudden and irregular morphologies appear with little movement from the patient. It was noted that potentially the leads are in contact or increased movement. Patient sent for x-ray. The patient mentioned about 3-4 months ago therapy switched off when walking through a shop security system. The patient is receiving inadequate therapy in both closed and open loop programs due to the inability to use the out of range electrodes and the inability to close the loop when good coverage is achieved due to the changes in the signal. The initial observations from the physician was that the right lead had moved down 2 contacts in comparison with the other lead. The patient was last seen by the physician on 6 june 2023, for a diagnostic programming session. The patient is currently left with suboptimal coverage and in open loop mode. Saluda personnel confirmed large impedance changes, particularly e2 and e3 due to posture and pocket manipulation. With the evoke spinal cord stimulation (scs) turned on, the non-physiologic signals were consistently recreated with some foot movements, some posture adjustments and also with pocket manipulation. This made it unable to use a closed-loop stimulation mode (clm). The patient is being scheduled for a revision/investigation for poss lead and or ipg replacement after an mechanical diagnosis and therapy (mdt).

Manufacturer narrative:
Device analysis is in progress. A supplemental report will be submitted once the investigation is complete. Updates made: section b: b1: changed from product problem to adverse event. B2: updated to other serious (important medical events). B5: describe event or problem. Section d: d8/d9: updates made to device available for evaluation and device returned to manufacturer. Section g: reporting contact has been updated. Section h: h1/h2: type of reportable event update to serious injury from malfunction. Additional information. H3: updated as device returned investigation in progress. H6: health effect changed from 4610 (inadequate/inappropriate treatment or diagnostic exposure) to 4629 (device revision or replacement).

Event description:
The patient requested an appointment due to inability to use stimulation after 18 months of their saluda evoke spinal cord stimulator system (scs) being implanted. The patient reported that 3-4 months prior therapy had switched off after walking through a shop security system but had experienced consistent and successful pain relief. Multiple electrodes were previously noted to be out of range. Reprogramming with other contacts was attempted. Variation in contacts and signal were identified. The patient was sent for an x-ray. The physician assessed that the right lead had moved down 2 contacts. The patient was seen by the physician on (B)(6) 2023 for a diagnostic programming session. Saluda personnel confirmed impedance changes due to posture and pocket manipulation. A revision procedure was performed on (B)(6) 2023 following mechanical diagnosis and therapy (mdt). On this day the full system was replaced. Damage was observed on one of the leads during the replacement. The patient has been activated and given a new closed loop program. The patient will be seen within the month for follow up.

Manufacturer narrative:
The anchors, leads, and cls were returned for analysis. Both anchors passed functional testing without any noted issue relating to their ability to retain a lead within specification. Both leads were analyzed and lead damage was identified which caused the reported disconnected electrodes. This damage may have been caused by use of electrocautery, interaction with the epidural needle at implant, or as a latent failure exacerbated at explant, although the cause could not be conclusively determined. The cls passed functional testing without issue. The manufacturer's instructions for use (IFU) advises "patients implanted with the evoke system should not be subjected to electrosurgical techniques, such as electrocautery, in close proximity to the evoke system components." Device analysis of the anchors, leads and the cls were unable to confirm the reported lead migration. Lead migration from the location chosen at initial implantation, resulting in stimulation changes is listed as a potential risk in the IFU. The manufacturing records were reviewed. Product met all requirements for release with no anomalies identified.

Event description:
The patient requested an appointment due to inability to use stimulation after 18 months of their saluda evoke spinal cord stimulator system (scs) being implanted. The patient reported that 3-4 months prior therapy had switched off after walking through a shop security system but had experienced consistent and successful pain relief. Multiple electrodes were previously noted to be out of range. Reprogramming with other contacts was attempted. Variation in contacts and signal were identified. The patient was sent for an x-ray. The physician assessed that the right lead had moved down 2 contacts. The patient was seen by the physician on (B)(6) 2023 for a diagnostic programming session. Saluda personnel confirmed impedance changes due to posture and pocket manipulation. A revision procedure was performed on (B)(6) 2023 following mechanical diagnosis and therapy (mdt). On this day the full system was replaced. Damage was observed on one of the leads during the replacement. The patient has been activated and given a new closed loop program. The patient will be seen within the month for follow up.